Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the infusion set tubing was disconnected from the infusion site, insulin was not observed exiting the tubing while filling the tubing with 5 units of insulin. During a second test, there was a delay observing insulin exiting the tubing after 2 units of insulin was delivered. The customer's blood glucose (bg) level was 361 mg/dl and an insulin injection was administered to address the bg level. A system check was performed and there was no device issue noted. The customer was to use insulin injections to manage diabetes.